Event description:
The rptr indicated that unipolar spikes were seen on the electrocardiogram, but the pulse generator is programmed bipolar. The bipolar lead impedance is 2380 ohms, and no output was seen on electrocardiogram during telemetry. Unipolar lead impendance was not given, however, the rptr stated that it is within normal range. Chest x-ray indicate a problem with the outer coil in the subclavian area.